Event description:
The ventilator alarmed while on the patient: "oxygen valve stuck closed."the ventilator was inspected and the patient bagged while the ventilator was changed out. Biomed inspected and found the oxygen valve was defective, and the top housing of the ventilator was cracked. Biomed replaced the oxygen valve and the top cover of the unit. The unit was tested and returned to service. No patient harm.